Event description:
Meter is giving negative readings (-27mg/dl). A review of the system was conducted over the phone. The review indicated that segments were missing from the display and an error was occurring. The customer was asked to return the meter for further evaluation. A replacement meter was provided. The customer was invited to call 24/7 for future questions/concerns.